Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of recz1398 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter kinked. No other information was provided.